Event description:
It was reported that the device had failed keypad test due to malfunctioning tamper switch. Device did not power off through normal means, nor via holding the tamper switch. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had failed keypad test due to malfunctioning tamper switch. Device did not power off through normal means, nor via holding the tamper switch. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Correction: unique device identifier (UDI)# annex b: b22 annex c: c20 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01 annex c: c19 annex d: d14 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of failed keypad test due to malfunctioning tamper switch was not confirmed. ¿on 20-march-2024, pcu was received unboxed and with paperwork. ¿external inspection revealed no physical damage, cosmetic damage or labeling damage. ¿no fault found. Could not duplicate customer failure in ops lab. Pcu passed asm keypad test. ¿device to be returned to san diego repair center for processing. ¿failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed keypad test due to malfunctioning tamper switch. Device did not power off through normal means, nor via holding the tamper switch. There was no patient involvement.